Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a fault code 1005 for an open circuit condition due to high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) noted reverse polarity is what caused the fault code 1005. Additionally, ts also noted the patient received inappropriate anti-tachycardia pacing (atp) and several shocks for atrial fibrillation (af) with rapid ventricular response (rvr). This crt-d system remains in service and no additional adverse patient effects were reported.